Manufacturer narrative:
H4: the device was manufactured from march 4, 2020 - march 5, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye showed no evidence of particulate matter on the exterior surface of the parts of the device. Functional testing was performed by filling the device with water. After fill, a white fiber was observed floating inside the device. The white fiber was measured and found to be 3.64 mm in length and 1.21 mm wide. An ftir test was performed on the white fiber and identified the fiber to be cellulose material. The fiber was in the fluid path. However, the device stressmember which is located inside the device has a filter to prevent particulate matter from moving out of the bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) had particulate matter. This was identified during filling. There was no patient involvement. No additional information is available.